Manufacturer narrative:
(B)(4). There was no sample received for analysis. Only a picture of the sample was received for analysis. Upon visual inspection of the picture, a damage mesh could be observed. However, no conclusion could be reach as the sample was not returned for analysis. The manufacturing record couldn't be review as the batch number is unknown additional information was requested and the following was obtained: device lot number, not available. It was reported that the surgeon noticed device was separating, device implanted. Was there any issue with the device prior to implanting, was there any issue noticed when the device was removed from the packaging? No. Photos were rec'd and will be reviewed. Did the device tear when handled or was it only layer separation? Device was torn during intraoperatively when tacks were set. Was the device attached with suture or stapler? Strap 25. Was the device packing seal intact? Was there any damage to the primary package? No. Patient demographics such as gender, initials or ID, date of birth/age, weight? No information. How is the patient doing at this time? No negative outcome. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a hernia repair on (B)(6) 2019 the mesh was implanted. During surgery, when mesh was implanted, it was noticed that the absorbable abdominal part of the mesh was separating from the lower part. It was also clarified that the device was torn intraoperatively when tacks were set. The procedure was completed successfully. There was no adverse patient consequences reported.